Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the bending angle in up direction does not meet the standard value, due to wear of angle wire; the adhesive on bending section cover (a-rubber) was chipped and had white-clouded area; there were scratches on the connecting tube; universal cord, and the protector universal cord on suction connector (s-connector) side; the control unit had discoloration; the paint on the suction cylinder (s-cylinder) was peeled; and the plug unit was deformed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had insufficient angle of angle. During evaluation, the following reportable issue found that the nozzle, objective lens, lightguide lens, plastic distal end cover (c-cover) had foreign objects. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.